Event description:
It was reported the patient no longer had stimulation, and the ipg had turned 90 degrees inside the ipg pocket. Due to the location, the ipg had been unable to communicate with external devices. The physician replaced the ipg. It was reported the patient was programmed postoperative and received effective stimulation and coverage.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.